Manufacturer narrative:
Pump received unable to performed the displacement test due to cracked and bleeding lcd noted.

Event description:
The customer reported via phone call that insulin pump had cosmetic damage. The blood glucose at the time of the incident was unknown. The customer was assisted with troubleshooting. The device will be returned for analysis.